Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2004; 4968-35 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to infection. The patient received a new system the following month. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed and no anomalies were found. Only visual analysis of the lead was performed. If information is provided in the future, a supplemental report will be issued.